Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer. Product ID m995402a001 (serial: (B)(6); product type: product ID 97745nt (serial: (B)(6); product type: product ID m995402a001 (serial: (B)(6); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient said the controller was unresponsive. The manufacturer's patient services specialist (pss) walked the patient through resetting the controller. The patient was unable to open up the battery door to reset controller, they will call back once they have someone to help them. The patient called back with their equipment to continue troubleshooting. The patient mentioned that she had a fall yesterday in a public restroom and the ins area hit a metal piece fixed to the bathroom wall. The patient asked if this could be related to their controller not working. The patient mentioned they had not used their stimulator for a few weeks - the patient confirmed that they did not need the therapy during that time. The patient connected the controller to ac power without the battery pack and the controller powered up. The patient put the battery pack in and stated the green light was not flashing. The patient removed the battery pack again and verified that there was no visible damage to the pins in the controller compartment or the battery pack pins. The patient put the li battery pack in again and verified it was secure in the controller but the controller was still not flashing a green light. A replacement controller and battery pack were sent out.   Additional information was received from a patient representative (caller). It was reported that the caller stated the patient received the controller and battery pack and inquired about the pairing process with the numbers format screen. The caller stated they put two aa batteries into the controller as the battery pack was dead. The caller connected the recharger to the controller to finish pairing but noted the message, recharging not available cannot continue install medtronic battery pack and try again (78). The caller repeated previously documented information when it came to the patients fall. The caller stated the patient hit their implant real hard in their right buttock and wasn't sure if it was damaged. The issue was not resolved. Pss reviewed numbers screen and advised the caller to install the battery pack and to charge the controller. Pss advised the caller to call patient services if they need more assistance with pairing the controller to the implant. The caller called back the next day and verified that the patient received the new controller and battery pack, but the new controller was not charging the new battery pack when connected to ac power. The caller verified that the new controller powered on with ac power and without the battery pack, but when the caller put the battery pack in, there was no green light to indicate a connection. The caller tried to insert the patient's old battery pack and there was still no indication of a charge. A replacement controller and battery pack were sent out. Pss made an outbound call to the patient representative and they verified that pt did receive the new controller and the new battery pack and the green light is on the controller when connected to ac power. The patient representative stated that they were going to let the controller charge for a couple hours and they will try to connect to charge the ins. The patient representative stated that they would call back if they needed anything else.